Manufacturer narrative:
The system and the tracker were not returned for analysis therefore no analysis could be done. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument tracker did not track. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.